Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one on the home choice (hc). The technical service representative (tsr) had the home patient (hp) cycle power to clear the alarm. The hp stated they wanted to finish with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.